Manufacturer narrative:
On (B)(6) 2021, mentor became aware that rupture was confirmed at the time of surgery. Device problem code "material rupture" has been added to field h6 on this form. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right breast pain, and device migration date of expalnt: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent revision breast augmentation with a 550cc mentor memorygel breast implant on both sides and experienced bilateral breast pain and bilateral device migration diagnosed after medical consultation with a healthcare professional. As a result, the devices will be explanted on (B)(6) 2021. This medwatch report is for the patient¿s right-sided device.